Event description:
It was reported that during a da vinci si prostatectomy procedure the monopolar curved scissors (mcs) instrument was noted to be dull, and not close properly. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering placed the instrument on an in-house system for a latex cut test and the scissors did not cut cleanly through (B)(4) latex. The latex was snagged at scissor tips. Engineering also found a melted tip and main tube damage (scratch marks and cracking). The one blade exhibited melting with thermal deformation at the tip. The deformed tip contributed to cutting issues. Engineering concluded the blade damage was likely due to mishandling/misuse during cautery activation. The distal end of main tube had a scratch mark with light material removal. The scratch was .150 in length and not aligned with the tube axis. There was also a hairline crack at the distal end of the tube. The crack was oriented in the axial direction. Engineering concluded the main tube damage was likely caused by mishandling/misuse. The instrument passed electrical continuity testing. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action number 2955842-051613-005 to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube. These cracks were reported on the initial MDR report.